Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number: k013227.

Event description:
It was reported that the implant at tooth site # unknown was removed due to peri-implantitis. Patient had bone loss but implant was still solid. Debridement of implant and found cement debris on buccal aspect of implant. 3-4 mm of bone loss. Placed puros and membrane at time of debridement. At 3 month check after debridement, patient had pus and bone loss was still present. Implant was removed. Symptoms as a result of the event: infection.

Event description:
It was reported that the patient had bone loss but implant was still solid. Debridement of implant and found cement debris on buccal aspect of implant. 3-4 mm of bone loss. Placed puros and membrane at time of debridement. Symptoms as a result of the event: infection.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-02004. The correction is that the implant was not removed at this point. There was medical/surgical intervention performed though. The site was debrided, grafted and membrane was placed. The following sections are being reported: b5. Describe event or problem: d6b. If explanted, give date. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: impact code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.